Manufacturer narrative:
The customer comment of the device overheating was not duplicated because the handpiece was discovered to be missing the angle cover assembly and non-functional due to a frequency error, however, excess heat can cause or contribute to depolarization of the piezo discs which would cause the handpiece to not function due to a frequency error.

Event description:
It was reported that the universal handpiece overheated. The user facility was unable to provide additional information regarding the event.